Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-23387. It was reported, the pt's scs system is not providing effective stimulation. Diagnostic testing was preformed and the pt's lead contacts had multiple invalid impedances reading and 1 lead contact revealed a low impedance reading. As a result, the pt underwent surgical intervention on (B)(6) 2013 and had the lead explanted and replaced. Intraoperative test results with the new lead indicated all lead contacts are within normal limits. The pt reported effective stimulation coverage postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.